Event description:
According to the report on (B)(6) 2009, during a visit to the clinic recently, the pt's audiologist stated that the pt is no longer using her device in her left ear. The pt is bilaterally implanted. The pt was originally implanted in 2002 with c40+ on the left side. The device was explanted in (B)(6) 2003 due to intolerable tinnitus. The explanation helped the tinnitus briefly, but that the pt still suffered from severe tinnitus without the implant. Her right ear was implanted with c40+ in (B)(6) 2003 and helped mask her tinnitus somewhat. The pt's left ear was implanted with a sonata on (B)(6) 2008. An x-ray was not performed at the time of surgery. The surgeon stated that he was not able to get a full insertion due to ossification, but that he did get about half of the electrodes in. The pt said that her headaches and tinnitus in the left ear had subsided considerably since the surgery. During programming, the pt did not receive any auditory sensations, only vibrotactile sensations. Channels 7-12 were globally disabled due to unpleasant vibrotactile sensations and facial stimulation. She did receive benefit initially regarding her tinnitus and balance, but she never developed auditory perception. Over time, the left device was actually interfering with her hearing and performance with her device on the right side so, she is no longer using it.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.